Manufacturer narrative:
Following explant and return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The physician questioned the two years of remaining battery life and requested a further battery evaluation. To date, no intervention has been performed and no adverse patient effects were reported.